Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was missing and non-functional. The cause for the failure was a damaged response button switch. Additionally, during the investigation of a monitor for an unrelated issue, a reportable malfunction was found. The c19 capacitor's were damaged on the computer/analog pca. The pads were lifted on the defibrillator board. The root cause for the damaged switch was excessive force. The root cause for the damaged c19 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response button's were non-functional.